Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h4, h6, h11. The hakim valve (ID 823100) was returned for evaluation. Device history record (DHR) - the product code 82-3100 with lot 7319337, conformed to the specifications when released to stock. Failure analysis - the position of the cam when valve was received was on setting 110 mmh2o. The valve was visually inspected, the casing was upside down. The valve was hydrated. The valve passed the test for programming, leaks, occlusion, reflux and pressure. Root cause analysis - at the time of investigation no programming issue and no obstruction were noted. The possible root cause for the issue reported by the customer could be due to improper handling of the device.

Event description:
N/a.

Event description:
A facility reported a hakim valve (ID 823100) was implanted on (B)(6) 2024. On (B)(6) 2024, the patient was admitted to the emergency room with symptoms of intracranial hypertension. Medical staff attempted to change the pressure without success, and a pressure adjustment was carried out under fluoroscopic vision without success. A diagnosis of system failure (blockage and inability to program) was made requiring the device to be changed 1 month after the previous procedure. Therefore, the valve was removed and replaced on (B)(6) 2024. The patient's status is stable in the presence of headache. Patient's initial diagnosis is benign intracranial hypertension.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.